Manufacturer narrative:
The investigation is on-going. A supplemental MDR will be filed upon completion of the investigation. Facility name (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the (B)(6) alleged potential false positive sars-cov-2 results for patient samples tested with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. Nine (9) samples generated positive sars-cov-2 test results on cobas liat serial ID m1-e-14708. Only 4 samples of the 9 were subject to repeat testing with both the cobas sars-cov-2 & influenza a/b test (serial ID 16450) and another pcr platform. During repeat testing, two samples generated positive sars-cov-2 results during repeat testing on the cobas liat and were negative with the pcr platform. One sample was negative with both the cobas liat and pcr platform. One sample was positive with both the cobas liat and pcr platform. These tests are used to guide patient placement in acute/unplanned admissions. No harm was indiated. Nine mdrs will be filed.

Manufacturer narrative:
No issues were identified with the complaint kit lots during the course of the investigation. Additionally, no instrument issue was seen and the curves all look like they represent true amplification. Based on the totality of the data, these samples likely represent true positive samples, with a subset being samples near the test limit of detection (lod). (B)(4).